Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The obturator shaft was fractured at multiple locations, confirming the complainant¿s experience of a broken unit. The wall thickness of the obturator shaft was measured and met specifications. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: suspected medical device information was updated throughout the report as the broken product returned did not match the ctf03, lot 1404399 reported by the complainant.

Event description:
Procedure performed: unknown. Event description: limited information is available at this time. [Name], materials coordinator [hospital name], was informed that a there was "peeling off the instrument" during a case. The case was completed with a new device. No patient injury. Product is available for return. Additional information received via email on 12aug2021 from [name], materials coordinator [hospital name]: "the description for the failure is that the trocar broke inside of the patient during entry." Additional information received via email on 08sep2021 from [name], materials coordinator [hospital name]: the contact was not in the case. They are not able to provide any additional information. Additional information received via email on 27oct21 from [name], materials coordinator [hospital name]: the information that the facility has for this complaint states that the product is a ctf03 of lot 1404399. Intervention: used a new device to complete the case. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: limited information is available at this time. [Name], materials coordinator [hospital name], was informed that a there was "peeling off the instrument" during a case. The case was completed with a new device. No patient injury. Product is available for return. Additional information received via email on 12aug2021 from [name], materials coordinator [hospital name]: "the description for the failure is that the trocar broke inside of the patient during entry." Intervention: used a new device to complete the case. Patient status: no patient injury.